Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The patient went to an office follow up and the device was reprogrammed. The health care professional (hcp) enrolled the patient into latitude and x rays were performed. This device remains in service. No additional adverse patient effects were reported.